Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not possible since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's non-compliance with medications (warfarin), lack of follow up and clinic visits. No further information will be asked for this complaint as it pertains to the (B)(6) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad team that the patient called on (B)(6) 2016 with complaint of low flow alarms (flow 0.5 lpm) and very minimal, black urine. The patient was instructed to come to the ed immediately but the patient refused. The vad coordinator called ems and had an ambulance sent to his home to pick him up. Upon arrival, patient was taken to the o.r. (Operating room) for an emergent pump exchange. Per vad coordinator, either prior to the exchange or post-exchange the patient showered clots to his right leg requiring a four-quadrant fasciotomy with thrombectomy on (B)(6) 2016. There is a possibility that the patient may lose his leg. Of note, this patient was admitted back on (B)(6) 2015 for low flows of 0.6 lpm. At that time his speed was decreased during the admission and his parameters returned to normal. The site also reports that this patient is extremely non-compliant. He rarely comes to clinic visits, doesn't take his warfarin routinely and doesn't follow with the anticoagulation clinic. Patient remains in the hospital.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Information received on 10/14/2016 states that following the exchange, the patient remained intubated on inotropes. The patient's hemodynamic values were cvp 14mmhg, pas 36 mmhg, pad 23 mmhg, mean pa 30, cardiac output 8.4 l/min, cardiac index 3.23 l/min2. The patient was also on nitric oxide until (B)(6) 2016 and was eventually weaned off of support on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.